Manufacturer narrative:
Title: randomised controlled study of two different techniques of skin suture in endoscopic release of carpal tunnel source: scand j plast reconstr surg hand surg, volume 45, 2009 (335-338) date of publication: 12 march 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, in a prospective, randomized trial of 54 hands in 47 patients incisions were randomized to be closed by either absorbable subcuticular or non-absorbable interrupted sutures after single portal endoscopic release of the carpal tunnel. Twenty-eight hands were available for follow up for absorbable subcuticular suture group compared to the group who received non-absorbable interrupted suture. One patient from each group had inflammation of the wound during the first 14 days after the operation, but the symptoms resolved and at 3 months visit, there were no other complications.